Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to the receiver not turning on. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Through troubleshooting it was determined that the u5 is defective. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.